Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak was observed shortly after a patient's hemodialysis treatment was initiated. Reportedly, the patient removed the arterial and venous lines from their access site. The nurse overseeing the patient's treatment immediately noticed the detached lines and halted the therapy. The patient's estimated blood loss (ebl) was noted as being less than 150cc. The patient was examined by the on-call physician who noted that no adverse patient impact occurred as a result of the event. Although no medical intervention was required, the patient's treatment was postponed until the following day. The user facility requested the presence of a family member for all future hemodialysis treatments. The patient underwent a successful hd treatment the following day, (B)(6) 2016, using a new setup on a different machine. Follow-up information was provided which revealed that the patient was known to the facility as being confused and occasionally combative. The unit was removed from service following the (B)(6) treatment and disinfected due to blood contamination. The biomedical engineer confirmed that the unit was returned to service following its disinfection. The system and bloodlines are not available for evaluation by the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information, provided by the complainant, confirmed that the incident was caused by the end user, as the bloodlines were found to have been ripped out by the patient during the treatment. The complainant indicated that hansen lines were replaced. The machine has been disinfected and returned to service. Moreover, no additional complaints have been received from this user facility to suggest an on-going product issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.